Manufacturer narrative:
(B)(4). On (B)(6) 2016, it was reported that the device produced an incomplete mesh. On (B)(6) 2016, it was clarified that the issue occurred on (B)(6) 2016. The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated the skin graft mesher. The skin graft mesher was manufactured on september 21, 2015, and is over 9 months old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed wear to the mesher handle and side plates. The latching pins engage as intended. There was no apparent damage to the comb. There was significant wear to the roller gear and slight galling to the roller shaft extension. The ratchet appeared to ratchet normally. The 1.5:1 ratio cutter had significant wear to the roller gear. The test mesh using the customer's mesher and ratchet was not performed due to the 1.5:1 ratio cutter not rolling smoothly. The 2:1 ratio cutter had significant wear to the roller gear. The test mesh using the customer's mesher and ratchet was not performed due to the 2:1 ratio cutter not rolling smoothly. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the damaged side plates, worn bushings, roller, damaged comb and gear. The 1.5:1 ratio cutter produced a complete cut after the worn gear, bushings and collars were replaced. The 2:1 ratio cutter produced a complete cut. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since no testing was able to be performed with the customer¿s mesher since during the initial inspection it was noted that the 1.5:1 and 2:1 ratio cutters would not roll smoothly. Based on the information that was provided the root cause of the reported event could not be specifically determined. With the information provided, it cannot be determined which cutter was being used during the event. Skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the device produced incomplete mesh during a cadaver lab procedure. No patient involvement. No adverse events have been reported as a result of the malfunction.